Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a sacral ulcer repair procedure, the fcs9 device could not be attached to the handpiece and the jaws of the (B)(4) device could not be opened after firing several times. The device was not stuck on tissue when the jaws would not open. Both devices were replaced to complete the procedure. There was no adverse consequence to the patient. Both devices were discarded.